Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change causing to reset the device due to a faulty interface board component. All operating currents were normal. No reservoir icon anomaly, external ram crc error alarm or blank display noted during testing. The device was also received with a scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that every time she changes the battery, the screen shows a number 6 and the insulin pump's settings get cleared out. She also reported that the reservoir icon would show as empty when the reservoir is actually full. The customer changed the battery and stated that she did not receive any alarms but had to set up the time/date again. The alarm history showed three unexpected restart alarms and three external ram crc error alarms. Blood glucose value was 175 mg/dl. The insulin pump was replaced and returned for analysis.